Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 2.5mm x 15mm apex balloon catheter was advanced to the lesion for predilation. Then a 3.00x24mm promus element plus stent was advanced but was not able to cross the target lesion. The device was removed and it was found out that the stent was not mounted on the stent delivery system balloon. X-ray was performed and it was found out that the stent was in the non bsc bleedback control valve. Then a 3.0mm x 15mm apex balloon catheter was advanced and the procedure was completed with deployment of the same size promus element plus stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the stent had detached from the balloon and was not returned. The balloon was folded and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations. The midshaft was kinked which resulted in a corewire kink also at 41mm distal to the midshaft bond. This type of damage is consistent with excessive force being applied to the device during use/handling. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 2.5mm x 15mm apex balloon catheter was advanced to the lesion for predilation. Then a 3.00x24mm promus element plus stent was advanced but was not able to cross the target lesion. The device was removed and it was found out that the stent was not mounted on the stent delivery system balloon. X-ray was performed and it was found out that the stent was in the non bsc bleedback control valve. Then a 3.0mm x 15mm apex balloon catheter was advanced and the procedure was completed with deployment of the same size promus element plus stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).